Event description:
The customer reported that on (B)(6) 2012 an erroneous, elevated triglyceride (tg) result was generated on a synchron lx20 pro system for one patient. The initial tg result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon critical rerun and subsequent repeat on the same instrument, the tg results were lower, and regarded as valid. The customer indicated that they had also obtained blank absorbance high suppressed results for tg. These actual patient data results were not provided by the customer. No other patient results were questioned as part of this event. No assay quality control issues were noted during the timeframe of this event. No sample collection/handling information, patient information or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) replaced all wash collars, the sample probe, the reagent probes and the mixer inserts. Upon the completion of the necessary and verified repairs the instrument was returned back into operation. The root cause of this event is not known, but routine hardware repairs resolved the issue.